Manufacturer narrative:
Vyaire medical complaint (B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customers reported issue during testing and evaluation. The service technician replaced the flow valve to address the reported issue.

Event description:
It was reported to vyaire medical that the unit was delivering a higher amount of tidal volume than expected. While set to 500 ml, it was delivering 570 ml. The unit was not on a patient at the time of this event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue during testing and evaluation. During the initial bench test, the flow valve was installed into a test ventilator and found the flow valve failed for high out of specification tidal volume. Further testing found the rod pusher's diagram was dirty and drifted out of specification. Vyaire medical cleaned, readjusted, reseated the push rod, and reseated the vale seat assembly. The unit then passed all testing.